Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the smell of smoke was coming from a homechoice device. This event occurred after loading the set. The patient was not connected. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned for evaluation. An internal and external visual inspection was performed and the device passed. Rite (returned instrument test evaluation) functional testing and simulated-use testing were conducted and the device passed. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The reported issue was not verified and the cause not be determined. Should additional relevant information become available, a supplemental report will be submitted.